Event description:
It was reported that 3 syringe 10ml ls 21ga 1-1/2in tw experienced a cracked/damaged/deformed/bent tip/luer noted prior to use. The following information was provided by the initial reporter: the needle and the tip of syringe are bent.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Photo evaluation: three photos were returned for investigation. From the photos, observed syringe tip bent. Sample evaluation: 1 actual sample in open package and 2 actual samples in sealed package were returned for investigation. The samples were not decontaminated. From the returned samples, observed syringe tip bent. The damage likely occurred during the assembly of the product. If the syringe were to get stuck in the gap in the conveyor, the tip of the product may become damaged. Production technicians were also made aware of this report. A temporary spacer has been added to the conveyor to close the gap. A permanent spacer to close the conveyor gap is in the process of being fabricated. Customer complaint trends will continue to be evaluated on a monthly basis.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 10ml ls 21ga 1-1/2in tw experienced a cracked/damaged/deformed/bent tip/luer noted prior to use. The following information was provided by the initial reporter: the needle and the tip of syringe are bent.